Event description:
This report summarizes 2 malfunction events in which the device reportedly overheated. - 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 0 events were previously reported during the reporting quarter; however, - 2 previously reported events were included under MFR report # 3015967359-2022-01487 but should be included under this report. - 2 previously reported events are included in this follow-up record. Product return status: 2 devices were received.